Event description:
It was reported that the programmer emitted smoke and made noises after powering on. There was no patient involvement.

Manufacturer narrative:
Analysis was able to partially confirm the customers comment that programmer emitted smoke and made noises after powering on. Analysis noted that the programmer was unable to power on or boot up and the power supply made a laboured noise. It was noted the stylus and power cord door were missing, the power cord door was replaced. The programmer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.